Event description:
On (B)(6) 2009, this patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2010, this patient presented to the hospital with belly pain. Imaging revealed a proximal type I endoleak. A reintervention occurred whereby three aortic extender components were implanted to treat the endoleak. The endoleak was resolved.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note, other devices implanted on (B)(6)2009: (B)(4)